Manufacturer narrative:
Device was used for treatment, not diagnosis. Ozturkmen, y., karamehmetgoglu, m., caniklioglu, m., & ozluk, a.v. (2004) treatment results of pseudarthrosis of the humeral shaft by open reduction and internal fixation with dynamic compression plating. Acta orthopaedica et traumatologica turcica 38(5):305-312. This report is for an unknown dynamic compression plate (unknown part, unknown quantity, unknown lot). (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: ozturkmen, y., karamehmetgoglu, m., caniklioglu, m., & ozluk, a.v. (2004) treatment results of pseudarthrosis of the humeral shaft by open reduction and internal fixation with dynamic compression plating. Acta orthopaedica et traumatologica turcica 38(5):305-312. The country of origin is istanbul. A study was completed on 18 patients, 12 male and 6 females ranging in ages 22 to 68 years. These patients experienced pseudarthrosis of the humeral shaft that were treated with open fixation internal fixation with the dynamic compression plate (dcp) after conservative or other surgical treatment was unsuccessful. Of the 18 patients, one patient experienced a non-union, four patients complained of pain, two patients experienced radial nerve palsy but resolved spontaneously, one patient had a superficial infection that resolved after an antibiotic, and one patient experienced reflex sympathetic dystrophy that resolved with physiotherapy. This report is 1 of 1 for (B)(4). This report is for an unknown dynamic compression plate (dcp).